Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that 6-7 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin does not flow through pen needles. Verbatim: from phone call on (B)(6) 2020 13:21:05: called consumer to follow up. Consumer stated he brought the product box back to his pharmacy and they tried about 6-7 pen needles that did not work. Stated the pharmacy provided him another box and he did not save any samples. Consumer stated he resolved this and is fine now. No additional information provided. Lg consumer reported having 5-6 pen needles from current box that did not release any medication during priming. Stated he opened another box and the pen needle from that box did not work either. Offered consumer replacement voucher and consumer stated he could not wait for the voucher because these pen needles aren't working with this insulin pen. Consumer went to his local pharmacy to attempt to return the product boxes and pharmacist requested his insulin pen. Consumer stated he needed to go home to get his insulin pen for the pharmacy and would call bd back. Informed consumer he would get a follow up tomorrow about product replacement and sample return."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6-7 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that insulin does not flow through pen needles. Verbatim: from the phone call on 2020-10-21 13:21:05: called consumer to follow up. Consumer stated he brought the product box back to his pharmacy and they tried about 6-7 pen needles that did not work. Stated the pharmacy provided him another box and he did not save any samples. Consumer stated he resolved this, and is fine now. No additional information provided. Consumer reported having 5-6 pen needles from current box that did not release any medication during priming. Stated he opened another box and the pen needle from that box did not work either. Offered consumer replacement voucher and consumer stated he could not wait for the voucher because these pen needles aren't working with this insulin pen. Consumer went to his local pharmacy to attempt to return the product boxes, and pharmacist requested his insulin pen. Consumer stated he needed to go home to get his insulin pen for the pharmacy, and would call bd back. Informed consumer he would get a follow up tomorrow about product replacement and sample return. "